Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was loaded but when applied to the vessel, it appeared to double fire with two clips came from the device, both of which did not close. There was no delay. It is unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In addition, two unformed clips and one malformed clip were returned with the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of structure was the device being fired across? Which firing did the incident occur on? 1st. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No.